Event description:
The customer reported a leak in the reservoir. The leak occurred when the driver arm ran into the reservoir during a basal. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.